Event description:
It was reported the chrome was flaking off the side rail spindles.

Manufacturer narrative:
The chrome peeling from the side rails is related to the mfg process of the side rails at the date of MFR. A new mfg process was implemented in 2005, to correct the reported issue.